Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 761mg/dl, and his blood glucose was treated with an insulin drip. It was stated that the customer's face and legs were going tingly and numb. Troubleshooting was performed. The mother mentioned that the battery cap of her son's insulin pump was lost while staying at the hospital. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.